Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom. It wa found that the #5, #6, #7, #8, #9, and (.) Keys are inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the (.) Key will occur following the selected key's function (e.g. When the #1 key is pressed, #1 followed by (.) Will be displayed. When in alphabetic mode and the abc key is selected, a will be displayed along with a second audio response, without interfering with mdl drug library searching opportunities. The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a pump has a keypad that is not functioning properly. Any patient involvement, injury or medical is unknown.